Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d4 primary UDI # updated and g4 (PMA/510(k) #). Evaluation results: the customer's report was duplicated and the CPR-d padz were replaced to resolve the report. Review of the device confirmed the fault showing multiple occurrences of error 256 (CPR error), which is not reportable. The device was recertified and returned to the customer. Reports of this nature are typically not considered to be medwatch reportable as there is no potential for clinical impact. Analysis of reports of this type has not identified an increase in trend.